Event description:
Event verbatim [preferred term]. Burn blister on the application site [burns second degree], redness on the application site [application site erythema], shade like scabbed scar on the application site [application site scar], had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhensive to the body [intentional device misuse], had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhensive to the body [wrong technique in device usage process]. Narrative: this is a spontaneous report from a contactable pharmacist through vendor. A 60-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare flexible use) (lot number not reported) from 2 weeks ago (B)(6) for the contraction of the right part between shoulder and neck. The patient's medical history included sensitive skin, anemia, skin allergy and dry skin. The patient classified her skin tone as medium (neither light nor dark). The patient was not currently under the care of a physician for any medical condition. The patient's concomitant medications were none. The patient was using thermacare flexible use heatwrap when she experienced the problems. The patient couldn't remember the color of the box she purchased. The serial number, lot/batch number, manufacturing date and expiration date are unknown. The patient used thermacare flexible use heatwrap for the contraction of the right part between shoulder and neck which might exist due to using computer for years. The patient applied thermacare on the right part between shoulder and neck only once on (B)(6) (at the beginning of the month) and she removed it on the following day. She had used thermacare for more than 8 hours. The patient had not previously used thermacare or any other heat products for pain relief, however the patient used nuroheat heatwrap subsequently but she did not experience any side effect. The patient was sleeping while wearing the product and she attached the adhensive to the body. The patient applied thermacare on the afternoon, then she slept, she removed it on the following day, the product had remained on her body for more than 8 hours. The patient did not check her skin under the product while wearing thermacare because the application site was not located where she could observe with her own eyes. The patient read the usage instructions on thermacare before she used the product. The patient was not taking any medication concomitantly during the time the problems were experienced. The patient had not used thermacare again after the side effects. After the patient removed the product, one of her employee (pharmacy personnel) informed her that there was redness and burn blister on the application site, then they turned to shade like scabbed scars in (B)(6). The patient indicated that this was expected due to her sensitive skin. All reported side effects were recovered in 1-2 days. The patient did not consult a healthcare professional to understand the problems she experienced better. The patient indicated that she did not like to visit doctors. The patient applied moisturizer on the application site after the events, she did not applied any other treatment. The action taken in response to the events of the product was permanently discontinued. The outcome of the events burn blister on the application site, redness on the application site, and shade like scabbed scar on the application site was resolved in (B)(6) . Product investigation results were as follows: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2014 through (B)(6) 2017/ manufacturing site: pfizer albany / complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 21 complaints for flexible use 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for flexible use 8hr products. The data did not show an increase over time for 36-months. There is not a trend identified for the subclass adverse event safety request for investigation for flexible use 8hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (06feb2017): new information received from the pharmacist included: patient age, suspect drug data (action taken), medical history, deny of concomitant medications, new event (burn blister on the application site, had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhensive to the body), updated events (redness on the application site, shade like scabbed scar on the application site), treatment received. This follow-up is being submitted to notify that an investigation of the device is unable to be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufacturers final investigation. Follow-up (09apr2020): new information received from a product quality complaint group includes product investigation summary. Additionally, this follow-up report is also being submitted to amend the following previously submitted information: added indication. No follow up attempts possible. No further information is expected. Follow-up (09apr2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 09apr2020. No follow up attempts possible. No further information is expected., comment: based on the information provided, the events of application site burn blister, redness, shade like scabbed scar, had used thermacare for more than 8 hours; was sleeping while wearing the product and she attached the 'adhensive' to the body as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2014 through (B)(6) 2017/ manufacturing site: pfizer albany / complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 21 complaints for flexible use 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for flexible use 8hr products. The data did not show an increase over time for 36-months. There is not a trend identified for the subclass adverse event safety request for investigation for flexible use 8hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhensive to the body [intentional device misuse], had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhensive to the body [wrong technique in device usage process], burn blister on the application site [burns second degree], redness on the application site [application site erythema], shade like scabbed scar on the application site [application site scar]. Narrative: this is a spontaneous report from a contactable pharmacist through vendor. A 60-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare flexible use) (lot number not reported) from 2 weeks ago ((B)(6)2016) for the contraction of the right part between shoulder and neck. The patient's medical history included sensitive skin, anemia, skin allergy and dry skin. The patient classified her skin tone as medium (neither light nor dark). The patient was not currently under the care of a physician for any medical condition. The patient's concomitant medications were none. The patient was using thermacare flexible use heatwrap when she experienced the problems. The patient couldn't remember the color of the box she purchased. The serial number, lot/batch number, manufacturing date and expiration date are unknown. The patient used thermacare flexible use heatwrap for the contraction of the right part between shoulder and neck which might exist due to using computer for years. The patient applied thermacare on the right part between shoulder and neck only once in (B)(6) 2016 (at the beginning of the month) and she removed it on the following day. She had used thermacare for more than 8 hours. The patient had not previously used thermacare or any other heat products for pain relief, however the patient used nuroheat heatwrap subsequently but she did not experience any side effect. The patient was sleeping while wearing the product and she attached the adhensive to the body. The patient applied thermacare on the afternoon, then she slept, she removed it on the following day, the product had remained on her body for more than 8 hours. The patient did not check her skin under the product while wearing thermacare because the application site was not located where she could observe with her own eyes. The patient read the usage instructions on thermacare before she used the product. The patient was not taking any medication concomitantly during the time the problems were experienced. The patient had not used thermacare again after the side effects. After the patient removed the product, one of her employee (pharmacy personnel) informed her that there was redness and burn blister on the application site, then they turned to shade like scabbed scars in (B)(6) 2016. The patient indicated that this was expected due to her sensitive skin. All reported side effects were recovered in 1-2 days. The patient did not consult a healthcare professional to understand the problems she experienced better. The patient indicated that she did not like to visit doctors. The patient applied moisturizer on the application site after the events, she did not applied any other treatment. The action taken in response to the events of the product was permanently discontinued. The outcome of the events burn blister on the application site, redness on the application site, and shade like scabbed scar on the application site was resolved in (B)(6) 2016, for other events was unknown. Product investigation results were as follows: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 01/12/2014 through 01/12/2017/ manufacturing site: pfizer albany / complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of (B)(4)complaints for flexible use 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for flexible use 8hr products. The data did not show an increase over time for 36-months. There is not a trend identified for the subclass adverse event safety request for investigation for flexible use 8hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (06feb2017): new information received from the pharmacist included: patient age, suspect drug data (action taken), medical history, deny of concomitant medications, new event (burn blister on the application site, had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhensive to the body), updated events (redness on the application site, shade like scabbed scar on the application site), treatment received. This follow-up is being submitted to notify that an investigation of the device is unable to be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufacturers final investigation. Follow-up (09apr2020): new information received from a product quality complaint group includes product investigation summary. Additionally, this follow-up report is also being submitted to amend the following previously submitted information: added indication. No follow up attempts possible. No further information is expected. Follow-up (09apr2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 09apr2020. No follow up attempts possible. No further information is expected. Follow-up (05aug2020): this follow-up report is being submitted as a final reportable MDR.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 01/12/2014 through 01/12/2017/ manufacturing site: pfizer albany / complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of (B)(4) complaints for flexible use 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for flexible use 8hr products. The data did not show an increase over time for 36-months. There is not a trend identified for the subclass adverse event safety request for investigation for flexible use 8hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Burn blister on the application site [burns second degree] , redness on the application site [application site erythema] , shade like scabbed scar on the application site [application site scar] , had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhesive to the body [intentional device use issue] , had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhesive to the body [intentional device misuse] , had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhesive to the body [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist through vendor. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare flexible use) (lot number not reported) from 2 weeks ago ((B)(6) 2016) for an unspecified indication. The patient's medical history included sensitive skin, anemia, skin allergy and dry skin. The patient classified her skin tone as medium (neither light nor dark). The patient was not currently under the care of a physician for any medical condition. The patient's concomitant medications were none. The patient was using thermacare flexible use heatwrap when she experienced the problems. The patient couldn't remember the color of the box she purchased. The serial number, lot/batch number, manufacturing date and expiration date are unknown. The patient used thermacare flexible use heatwrap for the contraction of the right part between shoulder and neck which might exist due to using computer for years. The patient applied thermacare on the right part between shoulder and neck only once on (B)(6) 2016 (at the beginning of the month) and she removed it on the following day. She had used thermacare for more than 8 hours. The patient had not previously used thermacare or any other heat products for pain relief, however the patient used nuroheat heatwrap subsequently but she did not experience any side effect. The patient was sleeping while wearing the product and she attached the adhesive to the body. The patient applied thermacare on the afternoon, then she slept, she removed it on the following day, the product had remained on her body for more than 8 hours. The patient did not check her skin under the product while wearing thermacare because the application site was not located where she could observe with her own eyes. The patient read the usage instructions on thermacare before she used the product. The patient was not taking any medication concomitantly during the time the problems were experienced. The patient had not used thermacare again after the side effects. After the patient removed the product, one of her employee (pharmacy personnel) informed her that there was redness and burn blister on the application site, then they turned to shade like scabbed scars in (B)(6) 2016. The patient indicated that this was expected due to her sensitive skin. All reported side effects were recovered in 1-2 days. The patient did not consult a healthcare professional to understand the problems she experienced better. The patient indicated that she did not like to visit doctors. The patient applied moisturizer on the application site after the events, she did not applied any other treatment. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was resolved in (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (06feb2017): new information received from the pharmacist included: patient age, suspect drug data (action taken), medical history, deny of concomitant medications, new event (burn blister on the application site, had used thermacare for more than 8 hours / was sleeping while wearing the product and she attached the adhesive to the body), updated events (redness on the application site, shade like scabbed scar on the application site), treatment received. This follow-up is being submitted to notify that an investigation of the device is unable to be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the events of application site burn blister, redness, shade like scabbed scar, had used thermacare for more than 8 hours; was sleeping while wearing the product and she attached the 'adhesive' to the body as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events of application site burn blister, redness, shade like scabbed scar, had used thermacare for more than 8 hours; was sleeping while wearing the product and she attached the 'adhesive' to the body as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.